Event description:
It was reported that a malfunction occurred with a code displayed as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction code reappears. The customer understood the instructions.